Manufacturer narrative:
H2) additional information was received regarding system servicing. It was reported that the switch was replaced and adjusted. Previously reported codes, b01, c07, and d02 are still applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID bi71000166 (lot: -); product type: 3022-door motion (o2) electrical co h3: the system was serviced in the field and the door close switch was adjusted. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door appeared to be closed but the message remained on the pendant. The site grabbed another imaging system to continue with surgery. After surgery, the radiologic technologist (rt) tried to troubleshoot the system by invalidating the home and could not clear the motion calibration message after that. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.